Event description:
Pt had percutaneous endoscopic gastrostomy (peg) tube inserted on 3/18/96 using the pull technique. Developed leakage and cellulitis around tube site. The physician stated that the bolster had malfunctioned and the tube subsequently became lax/dislodged allowing leakage around the tube and into the subcutaneous tissue causing the cellulitis. The tube was removed.